Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 520mg/dl. The customer attributes the highs to having to count their carbs due to bolus wizard not working. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised changing the reservoir resolved the alarm. The customer was advised to monitor the device and call back if issues persist. The customer was advised to return reservoir for analysis.